Manufacturer narrative:
The device was returned to zoll japan for evaluation. The customer's report was observed and attributed to the system board. The system board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was observed and attributed to a faulty system board. The system board was replaced to resolve the reprot. The device was recertified and returned to the customer. The system/monitor board was sent to zoll medical corporation for further evaluation; the customer's report was observed and attributed to faulty diodes on system/monitor board. Analysis for reports of this type has not identified an increase in trend.